Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. However, the customer did troubleshooting and the ventilator failed the transducer calibration. Photograph was sent for review.

Event description:
The customer reported to vyaire medical that the vela ventilator experienced transducer fault. According to customer, the issue occured during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Device evaluation: d9, g3, g6, h2, h3, h6, h10. Device evalution: the vyaire failure analysis lab (fa lab) was able to replicate the reported problem. The issue was resolved by shipping the customer a replacement for the defective vela main pcba (printed circuit board assembly).